Event description:
In 2007, the company received a report where it was claimed that the end clinician was attempting to connect the tube to a unspecified model ambulatory bag and the tube would not connect. The caller reported that replacement of the tube isolated the problem.